Event description:
It was reported to philips that the battery for the device was dead. The customer requested assistance from a philips remote service engineer. Per the customer, their battery was over two years old and was no longer charging. The service order was initiated by the customer as a means to schedule a replacement service for their battery.

Event description:
It was reported to philips that the battery for the device was dead. The customer requested assistance from a philips remote service engineer. Per the customer, their battery was over two years old and was no longer charging. The service order was initiated by the customer as a means to schedule a replacement service for their battery.

Manufacturer narrative:
It was reported to philips that the battery for the device was dead. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.